Manufacturer narrative:
A full osseotite tapered implant (fnt3210) was returned with the packaging. Visual inspection of the as received product identified that the taper resistant tab on the outer box was broken. The inner tray for the implant and the cover screw and the patient label were present in the outer box. The lid on the tray was completely sealed and had no signs of any damage or tampering. The lid was pealed to inspect the content of the tray. It was confirmed that the tray included a cover screw and the implant as labeled. Review of the DHR for lot number: 2016120732 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that when he opened the blister pack the implant was missing from package. The doctor was able to placed another implant during the same procedure.